Event description:
Customer sent a repair request reported with an issue of error e315 (scope error), e216(scope communication -error) occurred on the device. Issue found during an unknown event. There was no patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not reproduced however, it was observed that the device zoom does not work smoothly due to a malfunction of the zoom mechanism. In addition, it was found that the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The curved rubber adhesive is missing. Watertightness is not maintained (leakage noted) due to holes in the universal cord. Leakage to the scope connector due to handling is observed. Plating peeling of the scope connector noted. Scratches on tip cover, insertion part, operation part, ring adjustment, up/down knobs, up/down angle knobs, up/down angle fixing lever, grip and scope connector. Dirt on operation part that is hard to removed observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event was discovered during inspection prior to use.